Event description:
It was reported that an unknown amplatzer amulet left atrial appendage occluder was selected for implant on (B)(6) 2024. The device was implanted. On an unknown date the patient presented with a cardiac tamponade and a pericardial window was performed. On a follow-up transesophageal echocardiography (tee) identified a residual pericardial effusion. The effusion was treated. The patient status was stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
D4 the UDI number is not known as the part and lot numbers were not provided. An event of cardiac tamponade requiring pericardial window was reported. Also reported that on a follow-up transesophageal echocardiography, a residual pericardial effusion was identified and was treated. No additional information was provided. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.